Event description:
On (B)(6) 2010, during an unrelated follow up call, the home patient mentioned she had developed peritonitis a few days ago. She was having pain near the catheter and was given some medication (unknown). If additional information becomes available, a follow up report will be submitted. This is number 1 of 4 reports submitted for this peritonitis case.

Manufacturer narrative:
(B)(4). As the patients discard supplies after each therapy, the sample was not requested.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers, (h10f02084 and h10d28092), with no defects noted. Baxter has received similar reports for the reported condition. The root cause investigation is in progress. The assignable cause of the reported problem could not be determined.